Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was adjusted and the filament was calibrated during the svc call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a low ma error message and shut down. No pt injury was reported.